Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) event. Additionally, the user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient saw the school nurse due to discomfort they experienced from the sensor on (B)(6) 2015. Patient's mother stated that the sensor hurt. School nurse removed the sensor from the patient. Sensor had been inserted into the patient's arm on (B)(6) 2015. At the time of contact, no further medical intervention or injury was reported. There was no alleged device malfunction. No additional event information is available.